Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 25-oct-2018. It was reported that advancing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the non tortuous and non calcified right coronary artery (rca). A 6fr guide catheter was engaged and a non-bsc guide wire crossed the distal rca. Following pre-dilation at distal to mid rca with a 1.5x15mm emerge balloon catheter at 8-14 atmospheres for 20 seconds and 2.5x15mm maverick balloon catheter at 14 atmospheres for 20 seconds. Subsequently, a 2.50x32mm promus element plus drug-eluting stent was delivered but difficulty advancing through the guiding was encountered. The procedure was completed with another 2.25x24mm promus element plus stent. No patient complications were reported and the patient's status was okay/stable. However, device analysis revealed a stent damage. A promus element plus,mr,ous 2.50x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut was damaged with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis.